Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer has experienced leaking and an area of bleeding around the stoma. She has gone through two to three wafers a day. Customer has been treating with one layer of sh powder. She may contact a wocn for evaluation of the site. Product use and skin care instructions provided.